Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the jaw could not become opened after the device was inserted through the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient.